Manufacturer narrative:
One 3ml safetylok syringe with needle was received in an opened package, confirmed to be from batch #8047707 (p/n 309592). The sample was visually evaluated. The needle hub appeared to have excess epoxy on one side of the hub which gave an appearance of foreign matter. The epoxy ran from the cannula to hub connection approximately half way down one side of the hub. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the needle assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd safety-lok syringe with detachable needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safety-lok¿ syringe with detachable needle there was an issue with foreign matter. There was no report of injury or medical intervention.